Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on november 3, 2018 with blood glucose of 64 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as not feeling well and inability to talk. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering as they ate, did not bolus, and then went low. Troubleshooting was completed but did not resolve the issue. The customer had shingles but was getting over that. The insulin pump will be returned for analysis.